Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging. They had poor communication. The patient reported that they had poor communication on their recharger since last week ((B)(6) 2018). It was reported that the patient felt stimulation last thursday on (B)(6) 2018. Prior to the call the patient tried to charge and thought they were recharging. It was unknown when they last successfully recharged. It was reported that the patient was able to communicate with their patient programmer and the ins status was checked and was off. The antenna locate feature was reviewed and used for troubleshooting, which resolved the reported issue. The patient was able to charge with 6-8 (full) coupling bars. It was reported that a por was seen when they connected their recharger. It was reviewed that the patient would need to charge their ins to half way and then callback to clear the por message on the programmer and turn stimulation back on. The patient indicated that they would call back to clear the por message and turn stimulation back on. Additional information was received by the patient on (B)(6) 2018, calling back to clear the por. The patient was able to use their programmer which showed to charge the ins. Per the recharger the ins was currently charging the first quarter of the ins battery. The patient would call back when the recharger showed the ins was halfway charged. The patient called back later the same day to clear the por message. They saw the informational por on their programmer and patient services walked them though how to clear the message. The patient was able to clear the message and turn stimulation back on. No further complications were reported/anticipated.